Event description:
A home pt contacted baxter's technical service center regarding a check supply line alarm during last fill. The home pt indicated he had respiked a new heater bag with a used supply line. Baxter's technical service representative (tsr) explained the potential for contamination and therapy was ended. The home pt stated he did not infuse any fill volume after respiking the heater bag. The tsr advised the home pt to contact his nurse. No pt injury or medical intervention was indicated at the time of the initial report.